Manufacturer narrative:
Correction: b5 information regarding programming changes were incorrect; none were reported and monitoring was suggested.

Event description:
The patient would continue to be monitored; no programming changes were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing, which was noted on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was asymptomatic.